Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer/drill device stopped working and was making a hissing noise. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was reported to have occurred on (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the unit started to run and then stopped. During repair, it was observed that the electronic control unit (ecu) was damaged and an unknown liquid substance was found on the ecu and gear. It was determined that an unknown liquid substance and debris were found on the unit's electromotor. It was observed that an unknown liquid substance was found inside unit¿s gear. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.